Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00452, 00453.

Event description:
Allegedly patient had her hip put in back in 2004 and recently she complained of pain. The surgeon noted that her cup appeared to be "too vertical" and scheduled her for a cup revision.